Manufacturer narrative:
Investigation of returned suspect battery charger 1 was unable to confirm the reported problem. Battery charger board 1 passed output test on fixture. All channels measured within the inspection parameters under each load condition. Visual condition of board is good. All led's lit. Audible hiss is noted, predominantly when channel d is placed in the min load condition. Installed charger 1 board in test imaging system and the system performed as expected. All motion, 2d and 3d imaging were successful. No functional problem found. Investigation of returned suspect motor battery charger was unable to confirm the reported problem. Fixture test results: motor charger board passed functional output test. Visual inspection noted led's light as expected, board has no leaking capacitors, however capacitor c6a has sticky residue atop the capacitor. Installed motor charger board in test imaging system and the system performed as expected. All motion, 2d and 3d imaging were successful. No functional problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the battery chargers had some output circuits delivering too high voltage - to be replaced. No functional failure. The inverter battery charger 1 and motor battery charger were replaced. The output voltages were checked, and system functions were checked. Part replacement resolved the issue. The charger boards have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system inverter battery charger and motor battery charger outputs were higher than normal. Several circuits on theses boards were found to be this way. There was no patient present when this issue was identified.